Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with urinary infection and diabetic ketoacidosis (dka) on (B)(6) 2024. Specific blood glucose levels were not provided. It was noted that fluid was leaking during wear. The pod was worn between 36 and 48 hours on the abdomen. The patient was treated with intravenous fluids, cat scan for the kidneys, and blood work. The patient was prescribed antibiotics, potassium, cholesterol medication, but was unable to provide specific names and dosages. The patient was released on (B)(6) 2024. Device was discarded.